Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿ with ketones; however, a specific value was not provided. A manual correction injection was administered to address elevated bg. Reportedly; the customer went to the emergency room (ER). Customer was treated intravenously with fluids of saline and insulin. Issues was resolved and no permanent damage and customer was released on (B)(6) 2025.